Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) patient was recently hospitalized for blood glucose adjustment [diabetes mellitus inadequate control] novopen 4 was difficult to inject and felt rather tight [device mechanical issue]. Case description: this serious spontaneous case from china was reported by a consumer as "patient was recently hospitalized for blood glucose adjustment(loss of control of blood sugar)" with an unspecified onset date, "novopen 4 was difficult to inject and felt rather tight(device mechanical jam)" with an unspecified onset date, and concerned a 66 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", , ryzodeg penfill (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) (used three years) from unknown start date for "type 2 diabetes mellitus". Patient's height: 170 cm. Patient's weight: 75 kg. Patient's bmi: 25.95155710. Current condition: type 2 diabetes mellitus (diagnosed for 15 years). Patient had been using ryzodeg penfill and novopen 4 for three years, with good glucose lowering results. On an unspecified date, patient called to report that the novopen 4 was difficult to inject and felt rather tight. Patient mentioned that he replaced the needles every 2 or 3 days and used non-nn needles. Patient was recently hospitalized for blood glucose adjustment (hospitalization details not reported). Additionally, patient told that he would be hospitalized twice a year, in spring and autumn, for blood glucose regulation, with each hospitalization lasting 15 days. Batch numbers: novopen 4: requested. Ryzodeg penfill: 2024021032. Action taken to novopen 4 was not reported. Action taken to ryzodeg penfill was not reported. The outcome for the event "patient was recently hospitalized for blood glucose adjustment(loss of control of blood sugar)" was not reported. The outcome for the event "novopen 4 was difficult to inject and felt rather tight(device mechanical jam)" was not reported. Reporter's causality (novopen 4) - patient was recently hospitalized for blood glucose adjustment(loss of control of blood sugar) : unknown novopen 4 was difficult to inject and felt rather tight(device mechanical jam) : unknown. Company's causality (novopen 4) - patient was recently hospitalized for blood glucose adjustment(loss of control of blood sugar) : possible novopen 4 was difficult to inject and felt rather tight(device mechanical jam) : possible. Reporter's causality (ryzodeg penfill) - patient was recently hospitalized for blood glucose adjustment(loss of control of blood sugar) : unknown novopen 4 was difficult to inject and felt rather tight(device mechanical jam) : unknown. Company's causality (ryzodeg penfill) - patient was recently hospitalized for blood glucose adjustment(loss of control of blood sugar) : possible novopen 4 was difficult to inject and felt rather tight(device mechanical jam) : possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.

Event description:
Case description: investigation results: name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: ryzodeg penfill, batch number: 2024021032. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission case was updated with the following: -investigation results updated in qc comment and qc results. -final report ticked and expected date of fu removed from EU/ca. -is non-reportable updated to no. -malfunction updated to no. -narrative updated accordingly. Final manufacturer comment: (B)(6) 2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill. Evaluation summary: investigation results: name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.